Manufacturer narrative:
Device analysis: reservoir malfunction was reported. The ams700 device was visually inspected and functionally tested. There was a leak in the reservoir that was the result of sharp instrument damage. The allegation of reservoir perforation or hole was confirmed. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that during the implant procedure the physician observed a tear in the reservoir with an inflatable penile prosthesis (ipp). The ipp reservoir was not implanted and a new ipp reservoir was successfully implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that during the implant procedure the physician observed a tear in the reservoir with an inflatable penile prosthesis (ipp). The ipp reservoir was not implanted and a new ipp reservoir was successfully implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.